Event description:
The pump was sent for service with the report of "not infusing correctly. It was set for 20cc, will only infuse 10cc". Attempts were made to obtain extra info regarding pt status, medical intervention, pt injury, age of pt and the medication involved but no add'l details are known.